Event description:
Reportedly the suture line around the arterial septum broke approx 2 days post-operative. The pt was brought back to the or for resuturing in 2005. The reoperation was completed without incident.